Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device during a procedure the physician indicated there appeared to be more bleeding than usual with the device. The report stated there was no patient injury. Additional information received indicated there was no blood transfusion required and the amount of blood loss was unknown. Only noted that they had to suction more than usual. An activation tone was heard and an end tone indicating a complete seal was also heard. There were no regrasp alarms.